Event description:
Pt had ICD placed. Two days later, at site check visit everything ok. A week after site check called pcp with c/o chest discomfort in incisional area, increased size/swelling at surgical site. (Had thought all ok prior to this - normal soreness, some bruising, some pain but not excessive). Saw pcp after conferring with cardiologist. Admit to hosp resulted for ICD pocket hematoma with incisional dehiscence on inferior aspect. No evidence of infection. Antibiotics started. To or next day for pocket revision; placement changed to subpectoral location. Ancef 1gm IV every 8 hrs.

Event description:
Add'l info rec'd from MFR 8/31/00: the implantable cardioverter defibrillator (ICD), model 1850 and lead, model 144, remain implanted. The medwatch form states the pt developed a hematoma at the ICD pocket two weeks after implant. The pocket was revised and the device and lead were reimplanted subpectorally. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events.

Event description:
Add'l info rec'd from rptr 8/8/00: old site required closure w/assist from 2nd surgeon secondary to mild to moderate tension to close. Done w/minimal tension closure at end. Six days later stitch removed. Two days later wound open. Saw care provider w/wound care done. After three more days called cardiologist who saw pt the next day along w/plastic's consult. No infection daily wound care per pcp. Plastic's to see weekly.